Event description:
Information received by medtronic indicated that, customer reported high blood glucose event and blood glucose value at the time of the incident was 400 mg/dl. There were no symptoms related to high blood glucose event was reported. There is no information how the hyperglycemic event was treated. It was unknown that, customer was using the insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was active at the time of event or not. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.